Event description:
A study indicated that a (B)(6) male underwent evar of the aorta on (B)(6) 2013. The pt has mild left and right iliac occlusive disease, severe left and right calcification, and moderate left and right tortuosity. At the end of the procedure, no external compression was noted. Two days post-procedure, the pt underwent angioplasty and covered stent placement of the left iliac leg due to compression. The pre-intervention left iliac leg stenosis was at 70 percent and pre-intervention right iliac leg stenosis was at 20 percent. Compression of the left iliac was treated with angioplasty and covered stent (no model/lot information provided) placement. No additional information has been provided by the reporter.

Manufacturer narrative:
Event evaluation: still under investigation.